Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an alert was trigged via remote monitoring system due to out of range pace impedance measurements when it comes to this device. An increase in pacing thresholds was also noted. Lead damage was suspected. The system remains implanted. No adverse patient effects were reported.